Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a low out of range pacing impedance measurement less than 200 ohms. Subsequent measurements were noted to be 537 ohms in unipolar configuration and 588-603 ohms in bipolar configuration. Additionally, during threshold testing, capture was not lost all the way down to 0.1 volts at 0.5 milliseconds. Boston scientific technical services (ts) discussed further assessing capture on the rv lead and discussed potential causes for changes in impedance measurements. Further threshold testing noted that capture was appropriate on the rv lead, the patient's threshold measurements were just below 0.1 volts. The rv lead was programmed to bipolar configuration and the physician will continue monitoring through the remote home monitoring system. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms was observed 10 months later. No visible damage was observed on the lead under fluoroscopy or x-ray. An invasive procedure was performed. The lead was tested on a pacing system analyzer (psa) and noted normal pacing impedance measurements. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted abraded insulation 13 centimeters (cm) from the lead tip. The abrasion was concluded to be consistent with lead on lead contact. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis concluded that the abraded insulation caused or ontributed to the reported clinical observations.

Event description:
Additional information was received that an invasive procedure was performed. The pacemaker, right atrial (ra) lead and rv lead were explanted and replaced. No additional adverse patient effects were reported.